Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst removed a competitor guidewire from the lead. The competitor guidewire was cut. A fresh guidewire was able to be passed through the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was placed and an atrial ventricular ablation was attempted, the guidewire got stuck inside the lead. The lv lead was removed and a different lv lead was implanted. No patient complications have been reported as a result of this event.